Event description:
It was reported that, "doing a modular hip, tightening down locking bolt and it snapped in half and broke. Proceeded on anyway, surgeon felt there was nothing else to do."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.